Event description:
It was stated that the customer had been having issues with their blood glucose which would not decrease after treatment. At some point their blood glucose of 167 mg/ dl and after treatment increased to 197 mg/dl. Then it was 141 mg/dl and went up to 178 mg/dl after treatment, and then to 213 mg/dl. They did not use the bolus wizard. The alarm history showed a low battery alert. The boluses were being recorded and were correct. The displacement and the high pressure tests passed. The drive support cap was normal. No air was found in the tubing. Manual priming test passed. No leaks were found. Assistance was provided to correct the time and date on the insulin pump. The customer's blood glucose was 265 mg/dl. The customer's spouse stated that at the beginning of the year, the customer went into cardiac arrest while they were at the eye doctor, who believed that the event was due to low blood glucose. The cause was never determined. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.